Event description:
I had a shockwave coronary intravascular lithotripsy (ivl) catheter was used to treat a lad lesion. The physician treated the diagonal branch first, and then proceeded to treat the lad lesion. However, it was very tight and the physician could not deliver ivl treatment. The physician then pre-dilated with a 1.0 and 2.0 nc (noncompliant) balloon, and then used a 1.25 rota burr. Although difficult, he was able to use the 2.5 ivl catheter to successfully deliver 60 pulses. Upon removal of the ivl catheter, the catheter detached approximately 15 cm proximal to the exit port of the over-the-wire portion. It took about 90 minutes to remove the catheter from inside the patient. The detached portion of the ivl catheter was successfully removed in the guideliner. I had discomfort and chest pain. St depression was noted and a balloon pump was put in place. I was stable and nothing happened, but it was still very unpleasant what happened. It is very unsafe. I am not the only one for whom this has happened to. Someone else, whom I knew, had a c2 coronary ivl procedure. Here is what happened: the ivl balloon delivered 30 pulses inside a pre-existing stent. Upon removal of the ivl catheter, it became stuck in the vessel. The ivl catheter became detached and the physician encountered difficulties in removing the detached component. The physician inserted an impella ventricular assist device. However, the patient's cardiac output decreased. During this time, the patient started exhibiting symptoms that required being transferred to the operating room (or). The patient underwent thoracotomy to retrieve the detached portion of the ivl catheter and a coronary artery bypass graft (CABG) was also performed. It was also reported that the lad was dissected due to the manipulation of the catheter to remove it. This is a very unsafe product and should be taken off market. Just look at the number of injuries and malfunctions and deaths.